Event description:
A vaxcel rs PICC was placed for therapeutic purposes. On a separate occasion, two leaks developed, one at the 1 centimeter mark and one at the 24 centimeter mark, distal to the suture wing.